Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the knife retracted and extended fully when the trigger as activated. The knife cut the test media cleanly. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 30-45 minutes into a total laparoscopic hysterectomy, the surgeon noticed the jaws were stuck in the closed position and the knife blade did not retract. They were able to confirm that even pressing on the ring handle the device would not force the jaws to open during the inspection on the back table. It appeared the knife blade was about 80-90% of the way distally along its track. While the jaws appeared mostly closed, there was about a millimeter or slightly less space between them. Upon return to the packaging, the force of pressing the handle into the plastic package was enough to open the jaws back up. It was also noted that the tissue was thicker than average. They were able to complete the procedure by using the device. The patient was not harmed because of the issue.